Event description:
It was reported to boston scientific corporation that a spaceoar vue placement procedure was performed in (B)(6) 2023, the procedure was completed without complications. A computerized tomography (CT) scan showed that the hydrogel infiltrated in the rectal wall. The physician assessment addressed the hydrogel in the rectal wall but does not go all the way through into the rectal lumen. The physician recommended confirming by magnetic resonance imaging (MRI) the rectal lumen infiltration and performed a scope to see if there is ulceration or ischemia in the rectal wall, if there is no confirmation of ulceration or ischemia, the doctor will proceed with the radiation treatment with his 29 fractions, otherwise, the treatment will need to be delayed. The patient was planned to receive radiation treatment for 78gy in 39 fractions, the continuous radiation therapy will depend on the results of the scope. The patient developed signs of sepsis and he started antibiotics on (B)(6) 2023. Additional information received on march 28, 2023: the magnetic resonance imagining (MRI) scan confirmed the previous information, 1.6 cm of hydrogel in the anterior of the rectal wall, there is no evidence that the hydrogel infiltrated in the lumen of the rectum.

Manufacturer narrative:
Block b5: has been updated based on additional information received on march 28, 2023. Block d4:h4: the upn/ lot/serial number was not available. Therefore, the information is not available. Block h6: device code a1502 is being used to describe the event misplaced non-vascular.

Manufacturer narrative:
The upn/ lot/serial number was not available. Therefore, the information is not available. Device code a1502 is being used to describe the event misplaced non-vascular. Patient code (B)(6) is being used to describe the event of sepsis.

Event description:
It was reported to boston scientific corporation that a spaceoar vue placement procedure was performed in (B)(6) 2023, the procedure was completed without complications. A computerized tomography (CT) scan showed that the hydrogel infiltrated in the rectal wall. The physician assessment addressed the hydrogel in the rectal wall but does not go all the way through into the rectal lumen. The physician recommended confirming by magnetic resonance imaging (MRI) the rectal lumen infiltration and performed a scope to see if there is ulceration or ischemia in the rectal wall, if there is no confirmation of ulceration or ischemia, the doctor will proceed with the radiation treatment with his 29 fractions, otherwise, the treatment will need to be delayed. The patient was planned to receive radiation treatment for 78gy in 39 fractions, the continuous radiation therapy will depend on the results of the scope. The patient developed signs of sepsis and he started antibiotics on (B)(6) 2023.